Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results on one female patient. The results were not reported out. The following data was provided: sid: (B)(6); initial result = 24.5 ng/l, repeat results = 17.8 ng/l, 17.82 ng/l, and 15.7 ng/l result 10:26:29 = 24.5 ng/l; result 10:26:47 = 17.8 ng/l; result 10:40:36 = 17.82 ng/l; result 10:42:42 = 15.7 ng/l. Customer provided cut off for negative = <16ng/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, a search for similar complaints, ticket trending review, labeling, and device history records. Return testing was not completed as returns were not available. A review shows that the median patient result for lot 43208ud00 was within established limits and comparable with other lots in the field, confirming no systemic issue for the lots. Trending review determined no related trend for the issue for the product. Device history record review on lot 43208ud00 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I for lot number 43208ud00 was identified.